Event description:
The customer reported to olympus that the hd camera head¿s image does not appear. The issue occurred during initial maintenance inspection. There was no patient harm or injury reported.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. When the camera was connected to the processor, there was no camera image. This was found to be caused by a fault with-in the camera cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to cable failure, and the image was not displayed. The cause of occurrence of cable failure could not be determined. The event can be detected/prevented by following the instructions for use which state: "never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.